Manufacturer narrative:
It was reported that, during the tka procedure, the gii ps insert sz 3-4 11mm could not be inserted. It was then tried to insert another gii ps insert sz 3-4 11mm, but it was not possible either. A third implant from smith and nephew was used. The procedure had a delay of 15 min. No patient injury or other complications were reported. The affected complaint device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device found deformation on the locking detail and around the edges. Deep scratches are observed on the surface. A dimensional evaluation was not performed as the damage/deformation at several features of the device would not allow for accurate measurement. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to limited to surgical technique or user/procedural variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Updated b5: description of problem.

Event description:
It was reported that, during the tka procedure, the gii ps insert sz 3-4 11mm could not be inserted. It was then tried to insert another gii ps insert sz 3-4 11mm, but it was not possible either. A third implant from smith & nephew was used. The procedure had a delay of 15 min. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during the tka procedure, the gii ps insert sz 3-4 11 mm could not be inserted. It was then tried to insert another gii ps insert sz 3-4 11 mm, but it was not possible either. A third implant was used. It is unknown if surgery was delayed. No patient injury or other complications were reported at the moment.